Event description:
It was reported to boston scientific corporation that a radial jaw 4 gp was used in a biopsy procedure. According to the complainant, during preparation the physician was unable to insert the device through the channel of the nasal endoscope. It was noted that the forceps and the shaft were thicker than what the label stated. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) forceps and shaft were thicker compared to actual product label. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination found that a radial jaw 4 standard capacity biopsy forceps device was returned within the pouch of a radial jaw 4 gastro pediatric biopsy forceps packaging. The investigation revealed that manufacturing of the radial jaw 4 standard capacity (former jaws/cups version 90561686-01 or 90561699-01) was discontinued in august 2012. The upn and lot for the radial jaw 4 gasto pediatric biopsy forceps device listed on the packaging returned was not manufactured until february 2013. Based on this information, the radial jaw 4 gastro pediatric was manufactured 6 months after the radial jaw 4 standard capacity version was discontinued; it can be concluded that this mix of components was not caused in the boston scientific facilities. Additionally, the complainant reported that they do not order radial jaw 4 standard capacity devices, at their facility. As the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A device history record (DHR) review of lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gp was used in a biopsy procedure. According to the complainant, during preparation the physician was unable to insert the device through the channel of the nasal endoscope. It was noted that the forceps and the shaft were thicker than what the label stated. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.